Manufacturer narrative:
The investigations found: for 1 event: the investigation determined that the root cause was due to an issue with the sample probe. For 1 event: the investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were: for 1 event: the field engineering specialist performed an air purge of the sample probe and the system was then functioning properly. For 1 event: the field engineering specialist verified that the system was fully operational. He changed the technical limits for ldl_c. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous low results were generated by the cobas 8000 c (701) module. The events involved a total of 3 patients with the following: 2 patients had erroneous ca2 calcium gen.2 results. 1 patient had an erroneous ldl_c ldl-cholesterol plus 3rd generation result. One patient was (B)(6). One patient was female.